Event description:
It was reported that multiple 5mm and 6mm matrix self-drilling screws broke while performing an open reduction internal fixation procedure to treat a zygomaticomaxillary fracture. The complaint event resulted in multiple repositioning of the plates and extended surgical time by 30 minutes or more. Pre-drilling was not performed. The threaded portions of the broken screws remain in the patient. The procedure was successfully completed. Though requested, the exact number of broken screws and the associated part numbers were not provided by the surgeon. This report is for an unknown quantity of ti matrixmidface screws self-drilling 5mm. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional part number and event information were provided by the surgeon on (B)(6) 2013. This part number was not provided until after the submission of other initial medwatches for this event were submitted. The quantity of complaint screws was requested, but not provided by the reporter. The investigation could not be completed and no conclusion could be drawn, as no device(s) were returned and no lot number was provided.